Event description:
It was reported that on (B)(6) 2026, a 12f amulet delivery system was chosen for procedure. Following a posterior inferior transseptal puncture for left atrial appendage (laa) closure, the delivery sheath was introduced. Shortly thereafter, thrombus formation was observed on both the right and left sides of the interatrial septum at the puncture site on the sheath, as detected by transesophageal echocardiography (tee). No threads were reported to be visible on the sheath. The thrombus was described as worm-like in appearance, without unusual shape or fiber-like characteristics. An activated clotting time (act) measurement was performed and recorded as 102 seconds after administration of 10,000 i.e. Of heparin. The physician subsequently administered an additional 5,000 i.e. Of heparin, for a total of 15,000 i.e. Administered during the procedure, and a repeat act measurement was obtained, which again measured 102 seconds. The sheath was not reported to have been in the patient for a significant period of time. Based on these findings, the physician decided to terminate the procedure and remove the sheath. Upon removal of the sheath, a long thrombus formation was observed extending from the sheath, while thrombus at the septal puncture site remained present. The delivery sheath was not reused with multiple amulet occluders, and no amulet occluder was ever introduced into or resheathed within the sheath. The patient had been prescribed anticoagulant therapy prior to the procedure and was reported to be compliant, with no additional treatments or medications, including over-the-counter medications, identified that could contribute to thrombus formation. The patient was reported to be stable and was transferred to the ward.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.